Manufacturer narrative:
During evaluation and investigation, the implant was not available for analysis. The patient is planning on relocating to another state therefore, will follow up with another physician. The device history records could not be reviewed because identifying information of the product was not reported to the manufacturer. It should be noted that based on returned images, there was a user deviation from the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a silverback gorilla lateral ttc plate broke post-operatively. The ttc lateral plate was used with an autograft fibula as an intramedullary graft to correct a nonunion with a competitors' total ankle product. About 9 months post-operatively, it was reported that the construct appeared healed based on CT scans and the patient was cleared for full weight bearing. About 6 weeks later, the patient felt a crack in the ankle while walking. The plate had broken and broken through the fibula graft.